Event description:
During a procedure, the needle has broken level with the bone. The broken part was removed from the patient afterwards. No patient injury has been reported so far.

Manufacturer narrative:
(B)(4). One (1) complaint sample was submitted for evaluation. Evaluation of the complaint sample confirmed the needle was fractured. Inspection of the fractured component suggested the needle was bent due to excessive force. Additional fractography and failure analysis performed by the raw material tube supplier determined the reported condition occurred due to a bending cyclic load being applied to the needle during the procedure, which led to the issue observed by the user. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. In addition, the product¿s instructions for use clearly indicate that applying too much pressure when redirecting the needle may bend the needle. No issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. Based on the investigation results, the root cause was identified as being customer misuse that led to the jamshidi bone marrow needle to fail due to fatigue occurring under a bending cyclic load being applied to the needle during the procedure. This exceeded the bending and torsion stress limits of this device. Appropriate feedback will be provided to the customer/end user related to labeled instructions and precautionary warnings related to exceeding the bending and torsion stress limits of this device. The manufacturing plant is continuing to monitor this issue to identify the need for any further actions.